Event description:
It was reported during an atrial fibrillation (afib) procedure, there were two issues. First issue, the lasso navigational variable eco catheter was placed inside the cardiac cavity. The physician felt difficulty in removing the catheter from the patient from inside of the sheath. The catheter rubbed against the sheath when it was withdrawn. After the catheter was removed, the electrical potential tips were loose. The physician stopped using this catheter. The issue was resolved by changing the catheter to a non bwi catheter. The physician speculated that the cause of the issue might have been due to the fact that the tip of the catheter became loose when the catheter was stuck at the hard tip of the sheath during the catheter removal of from the patient. Second issue, the noise occurred on the lab system when the lasso navigational variable eco catheter was attached to the 20b after brockenbrough, although there was no noise problem on the carto 3 system. Upon request, additional information was provided on the event. For the first issue, there were no anomalies were found on the catheter before inserting it into the patient¿s body. Although the catheter was difficult to withdraw into the sheath, finally it was withdrawn into the sheath and only the catheter was removed from the patient¿s body. It took about three minutes. The sheath used with the catheter was the fast-cath sl0 8fr (catalog#: s868h, distributor : (B)(4)). No infection was observed . The physician felt difficulty in withdrawing it into the sheath introducer. The catheter got stuck in the distal end of the sheath. It was unknown if the catheter got stuck in a deflected position.

Manufacturer narrative:
Concomitant product: carto 3 system: model #: fg-5400-00j, serial #: (B)(4). (B)(4). For the second issue, the noise only occurred only on the lab system. The noise issue occurred while connecting the catheter to the 20 b port on the piu. The following troubleshooting did not improve the issue. The lasso navigational eco catheters of 20a and 20b were interchanged, changed the hyper cable, changed the eco adapter and changing the ic out cable. With the results, it can be considered that the problem should be in the output pathway inside the carto 3 system. The procedure was continued with a non bwi catheter by displaying the signals on the lab without using the carto 3 system. This issue prolonged the procedure by 20 minutes. The procedure was completed without patient's consequence. The noise issue was not indicative of a reportable event since the issue is highly detectable without any patient consequence. The loose electrical potential tip is indicative of a reportable event.